Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional report a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two openings on posterior and radius, white calcification on the shell, crease fold. Leak test and microscopic analysis was performed which identified: a striated opening on radius and a crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage. A crease smooth opening on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.